Event description:
It was reported that the distal end of the sheath was detached. The target lesion was located at superfacial femoral artery. A 5fr x 11cm super sheath was selected for use. During the procedure, the physician inserted a non bsc closure device. After which, a non bsc wire was inserted and the sheath was removed over the wire. However, it was noted that the distal end of the sheath had separated. The leg was checked and imaged and it was noted that the distal sheath tip mark on the sheath had broken off in the sfa and travelled down to the popliteal artery. The physician then used a mach 1 guide catheter to aspirate the distal tip of the sheath out in the body and it was then lodged in the soft tissue track. Finally, the physician retrieved the distal end of the sheath out of the soft tissue track of the patient. The procedure was completed with no wire left in the sheath. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Only the sheath and another manufacturer's device that was inserted in the sheath was returned. The returned product was investigated and observed that the sheath tube was torn off at the 5 mm point from the sheath tip. The rest (separated tip part) was not returned. The returned product was observed and magnified for the torn-off portion. It was observed there was a cut on the sheath tube that might had been made by sharp instrument. It looked like the rest of the broken part was and detached/torn-off when the sheath was pulled out in the procedure.

Event description:
It was reported that the distal end of the sheath was detached. The target lesion was located at superfacial femoral artery. A 5fr x 11cm super sheath was selected for use. During the procedure, the physician inserted a non bsc closure device. After which, a non bsc wire was inserted and the sheath was removed over the wire. However, it was noted that the distal end of the sheath had separated. The leg was checked and imaged and it was noted that the distal sheath tip mark on the sheath had broken off in the sfa and travelled down to the popliteal artery. The physician then used a mach 1 guide catheter to aspirate the distal tip of the sheath out in the body and it was then lodged in the soft tissue track. Finally, the physician retrieved the distal end of the sheath out of the soft tissue track of the patient. The procedure was completed with no wire left in the sheath. No further patient complications were reported and the patient's status was fine.